Event description:
It was reported that the atrial lead triggered a polarity switch due to high impedance. Since the switch to unipolar sensing, the lead was oversening. The device was reprogrammed back from unipolar pacing to bipolar pacing and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID sedr01 ipg implanted: 2010-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory also indicated atrial oversensing. Auto lead diagnostics shows atrial short circuit/high impedance pace counts. Atrial lead warning with polarity switch occurred on 2014-(B)(6). Non-physiological sensed counts and apparent oversensing in atrial high rate episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.